Event description:
I was told saline implants were safe but my body has been in pain since I got them. They have made my hormones imbalanced, given my body inflammation, blurry itchy eyes, given me fibroids causing a hysterectomy, depleted my body of vitamins and minerals, given me dry old looking hair and skin, chills, fever, chronic fatigue, muscle weaknesses, atrophy, and pain, brain fog, receding gums, weak teeth, candida, bacteria, gastric issues, hypothyroid, scoliosis, swollen glands, neck and shoulder pain, lower back and hip pain, depression, and anxiety.